Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing eval. Once eval has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device will not rotate. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.